Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient was experiencing discomfort at the pocket site. As a result to address the issue surgical intervention took place on (B)(6) 2021 wherein the pocket site was relocated from patients back to his right abdomen. Therapy was restored postoperatively.